Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 17-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several contacts on one implanted lead were out and an impedance issue was observed, with several contacts indicated as red and orange. The patient was reported to be alive with no injury, and additional surgical intervention was performed in which the physician replaced the lead and switched to a non-rechargeable implantable pulse generator. The lead was explanted, and the issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.